Event description:
It was reported that during an office inspection it was found that this instrument is broken. No patient involvement reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed the device has multiple burrs/gouges in the plastic and in the metal. Also the trial impactor pin and head are missing from the device. These missing pieces were not returned with the device. The device exhibits signs of significant wear/ usage. The device was manufactured in 2007. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.